Event description:
I had cool sculpting in (B)(6) 2014 to flatten my already relatively flat stomach and to remove some back fat. Instead the area grew to bigger than it was before the surgery and I look pregnant. Waist grew from (B)(6) to (B)(6). I can no longer wear bikinis or my regular clothing. It seems like the maker of the product knows of this risk, but continues to provide the service without this warning of possible deformity. (B)(6) for a service that destroyed my body.